Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Visual evaluation found that the hub attachment tube is broken at the distal end and one of the pins is coming out. The most likely cause for the reported failure is use error due to excessive force on the device during use.

Event description:
On 03/28/2022, it was reported by a sales representative via sems that an ar-8973-01 outrigger targeting guide had a malfunction with the item. This was discovered during use with no impact to the patient. On 03/29/2022, another sales representative, mr. (B)(6), stated the following information via phone: the event occurred during an ankle fracture repair on (B)(6) 2022. When the surgeon was using the outrigger targeting guide to implant the fibulock implant, it was noticed that the bobbins on the tip of the device were missing where the nail seated. No pieces broke off inside the patient, the missing parts may have broken in a previous case. The complaint device was able to be used to seat the implant and complete the procedure successfully with no impact to the patient.